Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800544 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, a clip did not come out to the jaws at loading. The device was replaced with a new one. No clips fell in the patient.

Event description:
It was reported that during laparoscopic cholecystectomy, a clip did not come out to the jaws at loading. The device was replaced with a new one. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. The first clip was protruding from the channel. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier. The clip was manually removed, and the next clip fell out of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. Non-conformance 60047180 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clip not loaded properly" was confirmed based upon the sample received. One sample was returned with the rotation tab bent and the first clip was protruding from the channel. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, the first clip was unable to load properly into the jaws of the applier. The clip was manually removed, and the next clip fell out of the channel. It was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.